Event description:
It was reported that the procedure was to treat the left circumflex (lcx) and left anterior descending (lad) coronary arteries. Orbital atherectomy was performed in the lcx and the lesion was pre-dilated and stented with a 3x48 mm xience xpedition stent that was post dilated with a non-compliant balloon. The lad was treated next with multiple runs of orbital atherectomy and pre-dilatation and stenting with a 3x33 mm xience xpedition stent, overlapped with a 3.5x18 mm xience xpedition stent. Post-dilatation was performed in the mid segment and a perforation occurred near the 3.5x18 mm xience xpedition stent. A 3.5x19 mm graftmaster was used to treat the perforation. The end result was good and the patient was discharged per the hospital protocol. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of perforation is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.